Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reax1108 showed no other similar product complaint(s) from this lot number. Device not returned yet.

Event description:
It was reported that the catheter was inserted on (B)(6) 2017. It was also reported that there was a cracking of the catheter lumen and that "the catheter contained some lactate(d) ringer." They were forced to stop the perfusion and remove the catheter the next day.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of cracking on the catheter was confirmed and the cause was determined to be use related. The product returned for evaluation was a 9.5fr d/l groshong chronic catheter. The sample was returned with hemostats clamping the catheter near the distal tip and contained usage residue throughout. Gross visual evaluation revealed the presence of what appeared to be superficial scratch markings 1.4cm distal of the cuff. Functional testing confirmed leakage through the scratch markings when infused through the white luer only. Microscopic examination of the damage region showed that the scratch markings surrounded the entire circumference of the catheter and were of various depths. The observed damage is evidence of mechanical contact damage and it was likely that the catheter was damaged by an instrument during the insertion procedure. A lot history review (lhr) of reax1108 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was inserted on (B)(6) 2017. It was also reported that there was a cracking of the catheter lumen and that "the catheter contained some lactate(d) ringer." They were forced to stop the perfusion and remove the catheter the next day.